Event description:
Reported (by pt) as a "leaking lapband." Device remains implanted at this time. Pt will see md again to schedule surgery.

Manufacturer narrative:
Taper ii. The product associated with this report remains implanted at this time. The reporter of the complaint was asked to return the product for analysis after completion of explant surgery as well as to indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. Based on the reported model (vg) of the lap-band system the connector type is assumption to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis after completion of the explant surgery. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further info from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."